Manufacturer narrative:
Correction: sections d1, d2, d4 (catalog #), d10, h3. The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: the fractured, returned screw had damage consistent with post fracture abrasion and the explanation process. The fracture morphology was consistent with an axial fatigue fracture and a region of ductile dimples were observed consistent with final fracture occurring in overload. The fracture morphology is consistent with the fracture mode identified in the clinical assessment. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause of the failure is not linked to a deficiency of the device but is rather a patient related issue. The manner of breakage and distinct signs of fatigue fracture indicates towards overloading. The patient being obese (bmi 33.8) caused excessive loading on the screw leading to its breakage over a period of a year. The IFU states: ¿contraindications ¿ obesity, unless used with a compatible system that may also be used in obese patients. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. The implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. In many instances, adverse results may be clinically related rather than device related ¿ delayed union or non-union of the fracture site. ¿ these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if any additional information is provided, the investigation will be reassessed.

Event description:
It's reported by the attorney, through the filing of a legal claim, that the patient had an open right ankle fusion to relieve arthritis on (B)(6)2017 . Later, x-rays revealed a fracture of the proximal medial to distal lateral screw across the ankle joint. The patient underwent surgery on(B)(6)2018 to remove the fractured hardware.

Manufacturer narrative:
Device was not returned. This device is related to an on-going legal matter. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It's reported by the attorney, through the filing of a legal claim, that the patient had an open right ankle fusion to relieve arthritis on (B)(6) 2017. Later, x-rays revealed a fracture of the proximal medial to distal lateral screw across the ankle joint. The patient underwent surgery on (B)(6) 2018 to remove the fractured hardware.